Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 15-25 mmol/l (270-450 mg/dl) on (B) (6) 2010 despite bolusing. On (B) (6) 2010, his blood glucose measured 19 mmol/l (342 mg/dl) and he contacted his diabetes nurse. The diabetes nurse advised the pt to inject 20 units of insulin via pen. The pt's normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). No further info is available. The infusion device was requested to be returned for eval.